Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to remove the whisper wire from the left ventricular (lv) lead. It was noted that under fluoroscopy, a knot was observed on the wire distal to the lead tip preventing the wire from being retracted into the lead body. The physician decided to cut the wire and leave in the lead. The lead remains in use. No patient complications have been reported as a result of this event.